Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to clinic for follow-up. Upon interrogation, the pacemaker was found to be in backup operation. The device was successfully reprogrammed and restored to normal function. The patient would continue to be followed normally.